Event description:
The following was reported to davol by the patient's attorney: (B)(6) 2011 - the patient underwent surgery for repair of a left inguinal hernia, a 3dmax mesh was implanted to repair the hernia defect. (B)(6) 2013 - the patient underwent an additional surgery to remove the defective 3dmax, which allegedly failed, and repair the recurrent hernia. The attorney alleges the patient has suffered and will continue to suffer physical pain and was injured severely and permanently.

Manufacturer narrative:
Addendum to the previous information. This supplemental emdr is being sent to provide the correct manufacture and expiration date for the 3dmax mesh. With the current information available no definitive conclusion can be made. If additional event and/or evaluation information is obtained, a follow up emdr will be submitted.

Event description:
The following was reported to davol by the patient's attorney: (B)(6) 2011 - the patient underwent surgery for repair of a left inguinal hernia, a 3dmax mesh was implanted to repair the hernia defect. (B)(6) 2013 - the patient underwent an additional surgery to remove the defective 3dmax, which allegedly failed, and repair the recurrent hernia. The attorney alleges the patient has suffered and will continue to suffer physical pain and was injured severely and permanently. Addendum per additional information provided: (B)(6) 2011 - patient was diagnosed with left inguinal hernia and underwent laparoscopic repair with implant of 3dmax mesh. Per operative notes "an indirect hernia sac was identified and a bard 3dmax mesh was placed". (B)(6)2013 - patient frequently visited hospital due to abdominal pain and hydrocele. (B)(6) 2013 - patient was diagnosed with chronic groin pain with nerve entrapment, indirect inguinal hernia and underwent laparoscopic repair with mesh explant. As per operative notes " the mesh overlying on the femoral nerves were dissected off and freed up both the nerves which were embedded in fibrosis of the mesh. The mesh was densely adherent and ingrown into the iliac vein wall, so the mesh was excised around iliac vein. About five to eight percent of the mesh was left on an area of the iliac vein and remainder of the mesh was completely excised¿. Attorney alleges that the patient had adhesions, bowel obstruction, infections, mesh migration, pain, nerve damage, hernia recurrence, emotional injuries, crohn's symptoms and underwent hydrocele repair in 2014.

Manufacturer narrative:
Currently, it is unknown whether the device may have caused or contributed to the reported event. To date no medical records have been provided. Based on the information provided, it is alleged the patient experienced hernia recurrence, recurrence is a known inherent risk of hernia repair surgery and is identified in the adverse reaction section of the instructions-for-use as a possible complication. If additional event and/or evaluation information is obtained, a follow up MDR will be submitted. Addendum #1: this supplemental emdr is being sent to provide the correct manufacture and expiration date for the 3dmax mesh. With the current information available no definitive conclusion can be made. If additional event and/or evaluation information is obtained, a follow up emdr will be submitted. Addendum #2: this supplemental MDR is submitted to document additional information provided. Based on the additional information received, there is no change to the initial determination, no conclusions can be made. Per the medical records review, post implant of 3dmax mesh patient was diagnosed with pain, adhesion, nerve damage and underwent mesh removal. The instructions-for-use supplied with the device identify adhesions as a possible complication. Review of manufacturing records confirms product was manufactured to specification. Note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. Not returned.

Manufacturer narrative:
Currently, it is unknown whether the device may have caused or contributed to the reported event. To date no medical records have been provided. Based on the information provided, it is alleged the patient experienced hernia recurrence, recurrence is a known inherent risk of hernia repair surgery and is identified in the adverse reaction section of the instructions-for-use as a possible complication. If additional event and/or evaluation information is obtained, a follow up MDR will be submitted. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. Not returned to manufacturer.

Event description:
The following was reported to davol by the patient's attorney: on (B)(6) 2011 - the patient underwent surgery for repair of a left inguinal hernia, a 3dmax mesh was implanted to repair the hernia defect. On (B)(6) 2013 - the patient underwent an additional surgery to remove the defective 3dmax, which allegedly failed, and repair the recurrent hernia. The attorney alleges the patient has suffered and will continue to suffer physical pain and was injured severely and permanently.